Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Only half of the connectors of the tigerpaw system ii device was engaged. The second tigerpaw system ii device was used to complete the procedure. It was couple minutes delay in the procedure. No patient effect.